Manufacturer narrative:
New information: h6 (type of investigation, investigation findings, investigation conclusions). The internal sheath resectoscope 22fr, part ID: 8675322, batch#: 1457849 was investigated at rwgmbh. The investigation revealed that the insulation insert has a typical broken edge caused by mechanical overload. The distal undamaged edges are regular and completely intact. Mechanical pre-damage in connection with the formation of the smallest stress cracks within the ceramic can lead to a fracture of the ceramic and thus to a possible loss of parts even with a low mechanical load on the product during use. A breakage of the insulation tip is not to be expected under normal application conditions and when used as intended, as only low forces act during endoscopic applications. Experience shows that such breakages are primarily due to mechanical damage/pre-damage and are possibly triggered by a point load such as by impact, shock, falling down or similar which may occur during preparation of instruments for surgery, during transport to and from the or, during cleaning of instruments, during sterilization, etc. The IFU ga-d366-us / en / 2017-02 v4.0 / eco 2016-0202 contains safety instructions regarding checking the device prior and after each use, especially the ceramic insulation at the distal end in section 8 checks. Furthermore, the user is advised to avoid using excessive force on the device in section 7 operating instruction. The subject issue of broken ceramic tip is present in the risk management file d3 - reusable sheaths, tubes, rev. 04. The overall probability of occurrence for this issue is consistent at previously defined levels and overall risk of the device remains in the acceptable category.

Event description:
The user facility has informed richard wolf gmbh of an issue regarding an internal sheath resectoscope 22fr, part ID: 8675322, batch # 1457849. According to the received information, the bakelite (tip) fell into the patient during surgery. It was picked up by the surgeon. The incident occurred in the end of surgery. There was a reported delay in the surgery. However, no consequences for the patient.

Manufacturer narrative:
The internal sheath resectoscope 22fr 8675322, batch # 1457849 was manufactured on 02/sep/2020. The batch consisted of 39 pieces. No issue was identified during production and no further complaints were received from the reported batch. Further investigation is ongoing.